Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a button on the insulin pump was not working. Customer's blood glucose was not known. The product will not be returning for analysis.